Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a downstream occlusion when a nurse in oncology was using the set on a patient. This condition has the potential to cause an interruption of delivery. It is unknown in which care area this event occurred. There was no report of medical intervention or adverse reaction in association with this event. The user interface module software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). This device was not sent to baxter for device evaluation or repair. Therefore, the reported condition cannot be confirmed nor can an assignable cause be provided. Should this pump be received by baxter for evaluation, or if any additional information about this event becomes available, a follow-up medwatch will be submitted. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s.